Event description:
It was reported by the customer that during use, the cs300 intra-aortic balloon pump (iabp) was not working (problem unknown). There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The st found autofill failure-slow purge. Replaced drain line connector. Performed multiple leak tests. Verified calibration. Function and safety tested. The iabp was released for to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that during use, the cs300 intra-aortic balloon pump (iabp) was not working (problem unknown). There was no harm or injury to the patient and no adverse event was reported.